Event description:
It was reported by the physician that the procedure was being performed on a right arm graft of a male pt. The catheter was being used for a declot procedure when two of the wires separated from the tip of the device. As a result, the percutaneous thrombolytic device (ptd) was removed and another kit was opened and used successfully. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.